Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that patient said they were trying for the 3rd time to get an MRI and were at the facility and requested assistance to use the equipment to activate MRI mode. Worked with patient to synch with their implanted neurostimulators and patient reported seeing: device not responding, retry, end session, try again. Reviewed how to restart the handset and communicator. Patient was not successful to connect and despite repositioning the communicator several times . The MRI tech came in to try to help but the call disconnected. Called pt back but there was no answer. Left message. The issue was not resolved through troubleshooting. Patient called back for assistance in activating MRI mode. Patient stated this was the 4th time that they have tried to get an MRI and that the first two times the ins hadn't been charged. They stated they charged the ins probably 2 weeks ago and now they were trying to connect to their ins to activate MRI mode but they could only feel where the wire was. Patient mentioned this was their second system and that they had another wire before this wire. Patient services walked the patient through trying to connect however they kept getting device not responding. Patient services had the patient switch modes to charging the ins. Patient services wanted to note that the patient was very difficult to guide and was not following directions very well and they were in a loud MRI clinic. Patient tried to start a charging session but they were unable to connect to charge. They saw an open loop charging screen with all 0's. Patient then admitted they were on a metal chair. Patient services had the patient move to a place where there was no metal. Patient also couldn't find their ins at first but then said they felt it and stated they only felt 2 ends of the ins and that they could not feel the other end, like it was in deeper. Or tilted. Patient services instructed patient to position recharger over the ins site where the "2 ends" could be felt. Patient received a 1707 service code and then the recharger went inactive. Patient got a 'not found' message but then turned the recharger back on and they were able to see the recharger was back to 'searching' on the application so the patient placed the recharger over the ins site (where the 2 ends were) and they were able to connect to charge the ins. It said the patient was at 70% charge and the therapy was off. Patient then lost connection again however as the ins was charged enough, patient services had the patient cancel ozut of the recharger application, power off the recharger and switch back into the micromytherapy application. Patient then powered on the communicator and was able to connect to see their settings. Therapy was off. Patient services wanted to note the patient commented when going to connect to their settings that their hair was really long and that sometimes it got between the external devices and their ins site so they had to shift their hair in the process. Patient then was able to activate their MRI mode which showed mr conditional full body scan eligible. At this point the patient ran over to the MRI technicians and patient services could hear the technician tell the patient they could do the scan now so patient had to hang up. Patient services could not aske the patient any further questions. Patient services also wanted to note that the patient commented they were very frustrated with the whole process and that initially when they went to get the MRI scan the ins hadn't been charged up because they hadn't used the ins in awhile.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.